Manufacturer narrative:
Investigation summary: analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Suspected contamination as blanks and known negative patient samples were resulting positive. After the decontamination procedure, qc and known negative patients resulted as expected. Root cause: unable to determine. Source: phone.

Event description:
Reported one false positive result. Unknown if the result was confirmed. Confirmation methods not provided. Customer also reported an additional 24 false positive results, which are captured in separate reports.